Manufacturer narrative:
Date of event: exact date unknown, event occured since about (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging the ipg and that the remote control would not communicate to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.